Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported:alif visios procedure: during the procedure the implant holder could not be attached to the trial implant and implant, visios. The tip of the implant holder seems to be mis aligned. The surgeon managed to attach the implant even though the fixation was not complete. The procedure was completed.

Manufacturer narrative:
The present holder was checked for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. The further investigation has shown that the tip of the instrument is strongly bent. Also we found marks of heavy hammer blows at the housing of the turning knob and holder shaft. The kind of the damages let us assume that a mechanical overload in combination with an undue high caudal or cranial stress caused this deformation. No product fault could be detected.

Manufacturer narrative:
Device used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.